Event description:
On (B)(6) 2013, it was reported to animas that allegedly multiple keypad buttons were intermittently unresponsive and sometimes slow to respond. The reporter denied exposure to moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.